Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 540 mg/dl, no information provided regarding how elevated blood glucose was addressed. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed and insulin therapy resumed.